Manufacturer narrative:
The technician found the weight of the patient was over the weight limit for the bed and reset the brake casters. The technician reset the set screw on the brake casters to resolve the issue.

Event description:
The technician alleged the brake casters were not holding. No patient impact.